Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator is displaying a co2 failure on the screen. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that a co2 failure was displayed on the screen. The device was evaluated onsite by the fse. Based on the results of the analysis, the device was determined to be out of calibration. The fse recalibrated the co2 and the device was returned to service. A review of the service history shows the problem has not been reported again for this device. Based on the information available, the reported issue was caused due to the device being out of calibration. The reported issue was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse recalibrated the co2 and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.